Event description:
The PICC device was implanted by the user. Pt felt pain in her liver area. Judged by CT scan and fluoroscopy, the PICC wire (stylet) went through axillia vein, subclavian vein, svc, ra, rv to liver parenchyma (one end in axillia vein; the other end in liver parenchyma). A retained foreign body was identified. The doctor used 15mm snare catheter to catch the free end in rt axillia vein and successfully removed the retained PICC wire. The total length of this removed wire is approx 40cm. So far, no reported incidents occurred after removal. The procedure is PICC placement (ultrasound-guide). The accessories include sr & microintroducer. The intended placement site is right arm. The access site is basilic vein.

Manufacturer narrative:
The complaint of a break and embolization of the stylet wire is confirmed and will be reported as user related. The flush through stylet wire that was returned contains evidence it was cut with a sharp instrument. Presumably the wire and catheter were cut simultaneously; however, the rationale to do so is unk. Documents in the complaint file reference retrieval of an embolized wire. This wire shows a near 90 degree bend distal to the proximal end of the wire. The MFR does not recommend assembly of the catheter with the stylet wire inlayed in the tubing. The products IFU direct the user to remove the stylet wire prior to trimming the catheter to length to complete assembly. This appears to be a user technique issue. The products IFU gives written and illustrated directions for proper placement techniques. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.